Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation of the device confirmed the followings; a poor connection between the device and the endoscope was confirmed. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the reported event was caused by the poor connection between the device and the endoscope due to the wear of the video connector socket of the device. The wear of the video connector socket of the device may have been caused by aging. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During a procedure, the endoscopic image was intermittent. The procedure was canceled. There was no report of patient injury associated with this event.